Event description:
It was reported that the pump's pressure too low and downstream occlusion at 5 psi during testing. This issue may result in under-delivery of medication to the patient and may also have the potential to stop the pump if the issue reoccurs during infusion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.